Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an occlusion event and was alerted by alarm 2 followed by alarm (B)(6) 2024. It was found that there was an issue with the infusion set site. Patient noticed symptoms within 3 hours of insertion. The site of insertion was abdomen. Patient confirmed to regularly rotate site location. Patient changed soft cannula infusion set only and resumed insulin. No further information available.